Event description:
Portion of catheter balloon broke off during procdure. Balloon did not function properly. Catheter removed from pt, balloon fragment remains in pt. Investigation initiated, ongoing. Findings pending.